Manufacturer narrative:
The biomed stated that doc10 cable lot number was unknown and that the cable had been thrown away. Therefore, the date of MFR cannot be determined. Customer letter has been sent containing directions for use guidelines. Per oximax doc-10 directions for use: description/intended use: the doc cable is for use only with nellcor oxygen sensors that have a slot on both sides of the plug. Instructions for use: use only nly nellcor oxygen sensors that have both sides of the connecting plug slotted. When connecting the sensor to the cable, always orient the sensor plug so that nellcor is visible. Cleaning: clean the cable by wiping it with isopropyl alcohol. Warnings: examine cable before use. Do not use a damaged cable or one with exposed wires. Cautions. Do not sterilize. This cable is not designed for sterilization, including irradiation, or exposure to steam or ethylene oxide. Do not immerse the cable in cleaning solutions, disinfecting solutions, or water. Damage to the cable can result. When disconnecting the cable from the monitor, always depress the buttons on both sides of the connector as it is removed from the monitor socket. To avoid damaging the doc, grasp the connector rather than the cable when disconnecting it from the sensor or from the monitor. Check cable connections. Failure to properly connect the plugs will result in intermittent readings or no readings.

Event description:
Biomed reported to covidien that on (B)(6) 2012, a n600x was giving low readings. On (B)(6) 2012, biomed stated that low readings had been isolated to the doc10 cable. No pt harm reported.